Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: spondylolysis l5, bilateral. Grade 1 spondylolisthesis, l5-s1. Mechanical low back pain. 4. Left lumbar nerve root irritation. Left lumbar radiculopathy. He underwent following procedures: posteriolateral fusion, l5 to s1, utilizing autologous iliac crest bone graft supplemented with small size kit of bone morphogenic protein bilateral hemilaminotomies, l4-5. 3. Bilateral hemilaminotomies, l5-s1. As per operative notes, ¿left posterior iliac crest bone graft. This was done through the same skin incision, but through a separate fascial incision. The underlying bone was exposed straight and angled osteotomes and curettes were utilized to harvest bone and this was morselized andutilized for the fusion. The decorticated areas were carefully prepared for bone grafting. This bone morphogenic protein was placed into the carrier sponge and allowed to sit. It was then chopped up into small squares, introduced into the bone graft, and mixed in and then carefully placed into the lateral gutters, accomplishing the fusion grafting from l5 to s1.¿ no intra-operative complications were reported.